Manufacturer narrative:
(B)(4).

Event description:
It was reported that some non-sustain oversensing episodes were observed via merlin while checking the device. A possible metal to metal contact between hv lead and the pace/sense lead was suspected and lead re-evaluation was recommended. The physician decided to monitor the patient. The patient condition was stable.